Manufacturer narrative:
Additional information was provided b5 was updated.

Event description:
Clinical narrative (updated): a 60-year-old female patient presented to a previous hospital complaining of fatigue. On arrival, she was found to be in tachycardial atrial fibrillation, with jugular vein distension, bilateral pitting edema of the lower legs, cardiac silhouette enlargement, and increased pulmonary vascular shadowing. She was diagnosed with acute decompensated heart failure and admitted. Her respiratory status gradually worsened and cardiac function declined significantly. Coronary angiography revealed no significant stenosis. Suspecting fulminant myocarditis, intra-aortic balloon pumping (iabp) was inserted, and she was transferred to another facility. Upon arrival, her blood pressure was 90/60 mmhg, heart rate 150 bpm (atrial fibrillation), respiratory rate 30 breaths/min, and spo2 90% (on non-invasive positive pressure ventilation). Rate control was attempted with amiodarone and landiolol, but her condition did not improve. She was intubated and sedated. Right heart catheterization revealed a cardiac index of 1.82 l/min/m² and pulmonary artery wedge pressure of 30 mmhg, indicating forrester classification type IV. Mixed venous oxygen saturation was 54%, and lactate level was 6.6 mmol/l, indicating circulatory failure. After escalation from iabp to impella cp, aortic valve closure was observed and an additional ECMO was inserted. Suction alarms occurred, and repositioning of the device was attempted but did not lead to improvement. Although a thrombus was initially suspected in the inhalation part, follow-up notes clarified that no thrombus was actually attached to the impella inlet. Following the initiation of inhaled nitric oxide (ino) therapy, cardiac output increased, and pulmonary vascular resistance decreased from 5.5 to 2.5 wood units. As a result, the frequency of suction alarms decreased, enabling weaning from va-ECMO. Ultimately, both devices were gradually removed, and the patient was transferred for rehabilitation.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. D4: corrected catalog information

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the previous report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
A1, a2, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A woman in her 60s presented to a previous hospital complaining of fatigue. On arrival, she was found to be in tachycardial atrial fibrillation, with jugular vein distension, bilateral pitting edema of the lower legs, cardiac silhouette enlargement, and increased pulmonary vascular shadowing. She was diagnosed with acute decompensated heart failure and admitted. Her respiratory status gradually worsened and cardiac function declined significantly. Coronary angiography revealed no significant stenosis. Suspecting fulminant myocarditis, intra-aortic balloon pumping (iabp) was inserted, and she was transferred to another facility. Upon arrival, her blood pressure was 90/60 mmhg, heart rate 150 bpm (atrial fibrillation), respiratory rate 30 breaths/min, and spo2 90% (on non-invasive positive pressure ventilation). Rate control was attempted with amiodarone and landiolol, but her condition did not improve. She was intubated and sedated. Right heart catheterization revealed a cardiac index of 1.82 l/min/m² and pulmonary artery wedge pressure of 30 mmhg, indicating forrester classification type IV. Mixed venous oxygen saturation was 54%, and lactate level was 6.6 mmol/l, indicating circulatory failure. A suction alarm occurred, and attempts to adjust the position were unsuccessful. A thrombus was found lodged in the suction port, causing the pressure difference to disappear. Thromboembolism may result from underlying critical illness, advanced heart failure, atrial fibrillation, and device-related factors such as mechanical circulatory support and impaired flow.

Manufacturer narrative:
H6 codes were updated.